Event description:
It was reported that the patient's right hip was revised. As reported by rep: "patient started complaining a few months ago about her hip feeling abnormal. X-rays revealed a problem with the femoral head and neck combination. The trunnion was worn off. The liner was basically worn away." The head partially came off the trunnion because of the wear.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
It was reported that the patient's right hip was revised. As reported by rep: "patient started complaining a few months ago about her hip feeling abnormal. X-rays revealed a problem with the femoral head and neck combination...the trunnion was worn off...the liner was basically worn away..." The head partially came off the trunnion because of the wear.

Manufacturer narrative:
Reported event: an event regarding disassociation involving citation stem that was mated with a lfit v40 cocr head was reported. The event was confirmed. Method & results: -product evaluation and results: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted metal head and stem. Visual inspection of the photographs indicated that damage consistent with the loss of taper lock was observed on the head and stem. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: as reported by rep: "patient started complaining a few months ago about her hip feeling abnormal. X-rays revealed a problem with the femoral head and neck combination...the trunnion was worn off...the liner was basically worn away.' Visual inspection of the photographs indicated that damage consistent with the loss of taper lock was observed on the head and stem. The reported citation stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of nc and CAPA.